Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient experienced a dilaudid overdose. Withdrawal was also noted. The patient went into respiratory distress from the hydromorphone in the pump. The patient was put on a narcan drip. The patient was admitted to the intensive care unit. The pump contained a mixture of compounded baclofen, dilaudid (hydromorphone), and bupivacaine (marcaine). A system content removal was performed and baclofen only was returned to the pump.